Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 15 cm from the terminal pin detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. It appeared to be at the distal end of suture sleeve tie-down. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that noise oversensing was observed on this right atrial (ra) lead. Isometrics were performed and the noise oversensing was reproducible. It was also noted that pacing was not being delivered when required. In the electrophysiology (ep) lab, the lead helix was retracted, and lead was removed with no difficulties. The ep re-implanted a new ra lead with no new challenges. No additional adverse patient effects were reported. This product has been returned.

Event description:
It was reported that noise oversensing was observed on this right atrial (ra) lead. Isometrics were performed and the noise oversensing was reproducible. It was also noted that pacing was not being delivered when required. In the electrophysiology (ep) lab, the lead helix was retracted, and lead was removed with no difficulties. The ep re-implanted a new ra lead with no new challenges. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.